Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "right implant has ruptured".

Event description:
Healthcare professional reported right side "felt like the implants were a little too wide and poked out a little bit" and rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "felt like the implants were a little too wide and poked out a little bit" and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on posterior side assessed as fold flaw opening and missing shell assessed as inconclusive. ¿ visibility/palpability: unable to observe as it is a medical event not related to the device. Additional observations: ¿ stress marks observed. ¿ creases were observed.